Manufacturer narrative:
An event of central regurgitation, aortic valve regurgitation, and dyspnea was reported. Information from the field indicated that the events are attributed to the patient's past medical history (pre-existing aortic regurgitation) and fluid overload. Based on available information, the cause for the reported event appears to be related to patient condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2018, a 23mm portico valve was successfully implanted in a patient with mitral stenosis and mitral regurgitation. It was noted via transthoracic echocardiogram prior to discharge on (B)(6) 2018, that the patient had mild aortic regurgitation. On (B)(6) 2023, it was noted that the patient had begun to experience significant breathlessness, orthopnea, and nocturnal dyspnea. The patient arrived at the emergency room and was found to be clinically overloaded with decreased breath sounds/crackles in the mid-section, and wheezing. The decision was initially made to administer the patient intravenous lasix and then converted to oral lasix. A transthoracic echocardiogram was performed and revealed preserved let ventricular systolic function, but also moderate aortic regurgitation, mild mitral stenosis, and mild to moderate tricuspid regurgitation. The patient's condition was monitored and noted to have improved over the next few days. On (B)(6) 2023, the patient was discharged. There is no allegation of malfunction against the abbott device or procedure. The events are attributed to the patient's past medical history and fluid overload.